Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and tethered leaflet for a triclip procedure. During the procedure, it was noted that clip got stuck in the chords below the valve. It was able to free the clip from the chords and moved into the atrium. It was decided to remove the second clip as mandrel was bent. It was attempted to pull the clip back into the guide and it was noticed that one of the clip arms would not come into the guide due to the mandrel being visibly bent. Physician was able to pull the triclip steerable guide catheter (tsgc) and clip delivery system (cds) into the groin. Vascular surgeon came in and cut down to the vein to remove the clip. The final tr was grade 2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 09 april 2026, a patient presented with grade 4 functional tricuspid regurgitation (tr) and tethered leaflet for a triclip procedure. During the procedure, it was noted that clip got stuck in the chords below the valve. It was able to free the clip from the chords and moved into the atrium. It was decided to remove the second clip as mandrel was bent. It was attempted to pull the clip back into the guide and it was noticed that one of the clip arms would not come into the guide due to the mandrel being visibly bent. Physician was able to pull the triclip steerable guide catheter (tsgc) and clip delivery system (cds) into the groin. Vascular surgeon came in and cut down to the vein to remove the clip. The final tr was grade 2. All steps were performed as per IFU. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported shaft deformation, difficulty removing the cds through the sgc, or difficult or delayed positioning. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported shaft deformation, difficulty removing the cds through the sgc, and difficult or delayed positioning are related to procedural conditions (caught on chords during positioning, force applied when retracting clip back above valve). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.